Event description:
Patient called to report that she had an allergic reaction with the sensor. The allergic reaction was near the sensor adhesion, has itching, redness, hives, and had to remove the sensor because of the irritation. The patient had a routine check-up with her doctor in march and she showed the irritation to the doctor. The doctor told her to use hydrocortisone and that it was a common complaint. The allergic reaction goes away after two or three days. At the time of the report the patient indicated she continues to have allergic reaction.